Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (cracked video connector and a compromised image) were confirmed. In addition to the adhesive around the objective lens peeling, additional evaluation findings were as follows: the bending section cover had a scratch, the adhesive around the bending section cover had a chip, and switch 3 had a scratch. A review of the device history record confirmed that the device was shipped in accordance with specifications. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the adhesive peeling around the objective lens could not be identified, but the likely cause of the event was stress of repeated use, external factors, or handling. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that when using a endoeye flex deflectable videoscope, there was a cracked video connector and a compromised image. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.